Manufacturer narrative:
Lot number was not available at the time of filing. The instrument was not received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (rep, for, hcp): medtronic received information regarding a navigation device being used for a cranial resection. It was reported that site suspected a fracture of the active frame. Instrument replacement resolved the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The active frame was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be confirmed. When connected to a known good system the returned frame had no leds firing. The frame also did not have a lighted status on the tiu. Analysis determined that there was an electrical failure with the returned active frame. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.